Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure involving the endogia ultra univ xl stapler, an experienced nurse loaded the stapler with a reload. When the surgeon tried to fire the device, it did not fire, and the surgeon had difficulty advancing the stapler, despite being able to press the green safety button. The handle and reload were replaced and the procedure continued without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: n4h2004y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.